Event description:
A (B) (4) male pt contacted lifecor customer support to report that he is getting a lot of gong alarms. He stated that they are "check pad", "adjust belt" and "check belt". He insisted that everything was snug on his skin. Download revealed falloff on the left electrode. Download also revealed several "multiple axis timeout" flags. The corresponding strip also indicated that the side-to-side channel is not making a good connection. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. The electrode belt was found to have an open connection in the distribution node. There was a wire that came off a solder pad. The wire to u1, one of the plds, was off the pad. This made the system think that the therapy electrodes were not touching the skin. The distribution node was repaired and the electrode belt was tested. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is likely due to excessive force on the electrode belt cable. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.